Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was in backup mode. The lp was successfully restored. The patient was stable.